Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage and leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2000e and lot# 25017316 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite needle free valve was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the saline will not flush through smarsite.